Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room with syncope. Review of merlin on demand transmission episodes noted signals on the right ventricular lead that due to the discrimination channel being flat line, it appeared likely as right ventricular lead noise. Isometrics was performed, noise was recreated, and a higher threshold was noted. It was suspected that the noise resulted from lead dislodgement and not a lead integrity issue as the impedance measurements had been stable. The patient was transferred to another hospital and the lead was capped and replaced with a competitor lead on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
This supplemental report is to correct the initial MDR report that should have included that patient syncope was due to loss of pacing. Device code (B)(4) should also have been included in initial MDR report.